Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe stopper was deflective / damaged. The following information was provided by the initial reporter: material #unknown lot #unknown. Rcc received a complaint via email. Notification only (no investigation required) for (B)(4). Tw (B)(4): gattex ¿ defective component. Tw (B)(4): gattex ¿ needle ¿ blunt/dull. Lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 03may2025. Complaint description: report received from pv on 14may2025: patient reported that sometimes syringes come damaged or missing. Patient orders from theracom (rdcf). Patient relayed information to pap program and was able to obtain replacement. On (B)(6) 2024, (B)(6) spoke with pt on the phone. Pt did confirm it was the dosing needle, not the diluent pt did not miss dose. Lot# information not available. Pt clarified that the syringes were not missing. But if syringe was damaged, would you use the following kit and henceforth and that is why pt would end up short. Pt clarified needles were dull. Pt also stated there was an issue with "black rubber" in the dosing syringe causing her to be unable to draw into the syringe. Pt stated it was moving inside syringe and didn't hold liquid; pt stated that happened more than dull needle. Product: gattex, country of origin: united states, sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported, patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.